Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the arrhythmia alarms turn themselves off on all the monitors. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) performed troubleshooting with the biomedical engineer. When the profiles were loaded, the arrhythmia alarms were configured on and they were unable to reproduce the alleged issue. Results of functional testing indicate the system meets specifications. The rse attempted gather additional information (audit logs, configuration files and additional product/event information), but the information is not currently available. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.